Event description:
The pt was participating in an outpatient pulmonary rehabilitation program. While walking on the treadmill the pt attempted to increase the speed from 1.6 to 1.8 mph. Apparently the pt attempted to depress the #1 on the display panel and then the #8. Inadvertently no contact was made with the number 1 and the speed began rapidly increasing to reach 8 mph. The pt was thrown backwards off the treadmill and sustained in addition to multiple abrasions and bruises a left shoulder dislocation and fracture to the humeral head. Surgical intervention was required. The pt also required rehabilitative and home health services. Although unable to determine if related to the event, the pt expired 19 days post event while at home. Following the event, the facility discussed situation with the vendor and modified display/control panels.